Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual analysis noted that only the distal segment of the lead was returned severed approximately 54 cm from the distal tip. The extracting stylet was stuck inside the returned segment and calcified body fluid was noted to encapsulate the electrode tip. Resistance tests were performed on the lead returning normal measurements. It was noted that depending on the level of calcification covering the electrode tip prior to explant that the impedance measurements may have been affected. No other anomalies were identified and laboratory testing was unable to confirm the reported clinical observations.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and high out-of-range pace impedance measurements greater than 3,000 ohms. A revision procedure was performed at which time this lead was tested via pacing system analyzer (psa) and pace impedances confirmed greater than 3,000 ohms. The lead was explanted and replaced along with the patient's competitor device. The reported loss of capture to the patient's left ventricle resulted in worsening heart failure symptoms and a deterioration in the patient's state of health. No additional adverse patient effects were reported.